Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: balloon kyphoplasty surgery it was reported that on (B)(6) 2016, intra-op, a balloon was ruptured in the vertebral body. It was found that contrast media was leaked so the leaked contrast media was suctioned with suction tube by surgeon and cement was filled in the vertebral body. There was also the fact that extended pressure was nearly 100, the surgeon and sales rep considered that the balloon might have been ruptured due to hitting something like osteophyte which occurred in the vertebral body. Product came in contact with the patient. No patient complications were reported. It was reported that the contrast media leakage was in a small quantity. Surgeon told that the surface of the vertebral body has cracked so it was risky to flash the contrast media and decided to perform suction only. Surgeon told that it was just a crack so no contrast media was remained in the patient. No foreign materials were observed by intra-operative image and post-operative x-ray. No patient complications were reported. The product was disposed at the hospital.